Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that one day post-implant, this right atrial lead had become micro-dislodged and, as a result, exhibited poor sensing and noise oversensing. There were no effects on critical therapy or adverse pt effects beyond the need for unplanned surgical intervention to address this issue. This lead was subsequently successfully re-positioned. No further info is expected.